Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.

Event description:
During a colon resection procedure, the clips did not form properly. The surgeon applied another device. No patient injury was reported.